Manufacturer narrative:
. Imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the balloon was inflated, and it was spraying water from the proximal portion of the balloon. A photo of the complaint device inside the patient was provided, where it can be observed that the balloon had multiple pinhole leaks. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location. Block h11: investigation results the cre pro wireguided dilatation balloon device was not returned; however, a media analysis was performed based on the photo provided by the complainant that shows the balloon with evidence of pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of balloon pinhole was confirmed. According to the media analysis performed, it was found that the balloon had a pinhole. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the balloon. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the balloon was inflated, and it was spraying water from the proximal portion of the balloon. A photo of the complaint device inside the patient was provided, where it can be observed that the balloon had multiple pinhole leaks. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.